Manufacturer narrative:
Conclusion: the parts needed for this repair have been ordered. The svc tech will return to complete the repair once the parts have been received. MFR's investigation is still ongoing; if add'l info is received, a f/u report will be submitted.

Event description:
It was reported by svc report that the display/cpu board was not functioning to spec. It is unk if there was pt involvement or if there were adverse consequences to report.